Event description:
It was reported that foreign matter was found inside the bd emerald¿ syringe. The following information was provided by the initial reporter: "contaminated 5 ml syringe with debris inside the packet found from tc endoscopy store room in a fresh box while topping up."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2007160. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the sample, foreign matter could be observed within the blister packaging and the particle was identified as paper fibers. The primary package for the discardit syringes consists of both film and a paper web which are sealed using pressure and temperature. In order to move the blister packaging strips through the manufacturing process, a system of metal clips grasp the outer material (paper/film). It has been concluded that a small amount of paper remained within the metal clip and was re-circulated into the packaging process. This small paper piece went undetected by the machine operator. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the bd emerald" syringe. The following information was provided by the initial reporter: "contaminated 5 ml syringe with debris inside the packet found from tc endoscopy store room in a fresh box while topping up."